Event description:
Reportedly, it took 45 to 60 seconds to load a transmission file from the transmission list, and the same amount of time was needed to return to the transmission list. At some point, the website remained blocked in loading state. The website eventually became in the afternoon.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it took 45 to 60 seconds to load a transmission file from the transmission list, and the same amount of time was needed to return to the transmission list. At some point, the website remained blocked in loading state. The website eventually became more reactive in the afternoon.